Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon to pre-dilate a moderately calcified and non-tortuous proximal lad lesion exhibiting 99% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. No difficulties were noted when removing the protective sheath / packaging stylette from the device. Negative prep was performed with no issues. It was reported that contrast was initially spilled on the drape and the rn aspirated the contrast into a 30 cc syringe and then used that syringe to prep the balloon. The 30/70 contrast/saline was used. No gauze or drape fibre was noted in the contrast. The physician noted that the balloon was accidentally kinked while loading on the wire. The lesion was pre-dilated. It was reported that the balloon did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. It was reported that inflation difficulties were encountered with slow inflation noted. Balloon deflation difficulties were also encountered after the first inflation. The device was not moved or repositioned prior to the deflation difficulties. The physician attempted to pull negative prep several times without success. The inflation balloon was pulled as much as possible into the guide catheter and then everything was removed from the vessel. The physician completed the procedure using three stents. No patient injury reported. The same inflation device was successfully used with other devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.